Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral body augmentation using biological cement injection for a pre-operative diagnosis of compression collapse of the l1 vertebra and osteoporosis. It was reported that prior to use, signs of leakage were observed on the outside of the cement container, and upon opening, the bottle containing the liquid was found to be broken and leaking. The device was never implanted. The procedure was completed successfully with a new product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.